Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported during testing before a procedure, a bur broke inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported during testing before a procedure, a bur broke inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.